Event description:
A customer contacted beckman coulter inc. (Bci) reporting a leak that was discovered on the floor below the hydro area of the unicel dxc 600 pro synchron chemistry analyzer. The customer did not know the identity of the liquid but observed that all waste canisters in the hydro were empty. Per customer, volume of the fluid was about 500ml. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse replaced the waste sump float switch, instrument was primed 100 times, calibrated and qc was performed with no evidence of leaking.